Event description:
Fired stapler for sutures, device would not release. Staple held on to pt, staple removed without incident. Fire button retested and continued to get stuck and not release. Device removed from room. No harm or adverse outcome to pt. Dates of use: (B)(6) 2011.